Event description:
Reportedly, the device could not be used to monitor the pt through paddles lead, and the defibrillator wold not charge when an attempt was made to defibrillate the pt. The pt was not resuscitated.